Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer reported that they keypad anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer states they had intermittent response by button press. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.